Event description:
It was reported that pt underwent a mitral valve repair in 06/04. The clamp balloon was inserted. Cardioplegia could not be introduced through the catheter. The clinician thought that may be the inflated balloon was blocking the cardioplegia port.